Manufacturer narrative:
(B)(4). Field advisory number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to recharge the ipg due to communication issues. An sjm representative confirmed the issue. The physician explanted and replaced the patient's ipg which resolved the issue.